Event description:
Blood glucose results of "181 mg/dl" with a lifescan meter and "289mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. A potential malfunction in terms of accuracy. The meter, test strips, and control solution were replaced.